Manufacturer narrative:
The physician clearly indicated her assumption that "the egg was fertilized on the left side and migrated into the far distal portion of the right fallopian tube near the ovary." The left side being the side where no device placement occurred due to the salpingectomy. Additionally, the 3-month post-op, hsg showed occlusion of the right fallopian tube. Nevertheless, conceptus has made the conservative decision to report this event on this MDR.

Event description:
Physician report of an ectopic pregnancy following the essure placement procedure. The patient had a previous left salpingectomy, therefore, only the right fallopian tube required a micro-insert. The 3 month post-op, hsg was performed and revealed occlusion and proper placement while there was noted some spillage into the peritoneal cavity on the left side. Physician believes the egg was fertilized on the left side and migrated into the far distal portion of the right fallopian tube near the ovary. Dr performed surgery to remove the pregnancy and at that time, performed a salpingectomy of the right tube. At the time of the removal, she did not find the device. The patient's pain did subside post surgery.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.